Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not alarm when the customer was high. The customer's blood glucose level was unknown. The customer reported that their blood glucose level was high and the insulin pump did not alarm. They stated that the insulin pump had passed the displacement test. The insulin pump will be returned for analysis.